Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became cracked and unresponsive after the customer bumped into a nightstand while wearing the pump. Customer¿s blood glucose was 227 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.